Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen won't calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond when press on the right side. The probable cause was due to corrosion on the bottom edges of the touchscreen and front bezel due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.